Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was no tissue damage as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken at the mount. The root cause is undetermined.